Event description:
It was reported that the radio frequency current was observed from the insulation sheath. Further, unintended tissue was burnt. A backup device was used without any observations of radio frequency current from the insulation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Based on past complaints involving the same part number and same reported failure mode have been primarily caused by: use error, improper sterilization and/or normal wear and tear. However, this cannot be confirmed until the unit is returned for investigation. In the event that the product is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the radio frequency current was observed from the insulation sheath. Further, unintended tissue was burnt. A backup device was used without any observations of radio frequency current from the insulation.